Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that when the suture was cut off to complete the procedure, the physician found that the hemostasis failed. The following information was provided by the user facility: in echography, it was found that the anchor was not positioned against the vessel wall, so the anchor was withdrawn and successfully removed from the patient in thrombus aspiration technique. Hemostasis was achieved by manual compression only. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The size of the sheath ancillary used was 7 fr. Blood loss was reported to be less than 250cc. There was no impact to the patient.

Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on (B)(6) 2017: it was reported that there was a kink in the device. During the procedure, a kink in the device was found, so the device was withdrawn and successfully removed from the patient. Hemostasis was achieved by manual compression only.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide codes and completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.